Manufacturer narrative:
The surgeon plans to revise the device soon.

Event description:
The patient's left fossa component was fractured.

Manufacturer narrative:
The surgeon plans to remove and replace the left fossa component.

Event description:
The patient's left fossa component was fractured.